Event description:
The reporter stated the surgeon inserted an aa4203tf toric optic silicone single piece lens into the pt's right eye. The lens was damaged during insertion into the eye. The lens was damaged during insertion into the eye. The surgeon enlarged the incision to remove the lens, no suture used. The tech loaded the lens into the wrong cartridge by mistake. Cartridge model used is unknown, but is for a three piece lens. Reporter stated cause of this incident was user error.

Manufacturer narrative:
(B)(4). Results - a visual inspection of the returned product found the optic is torn and one plate haptic half is torn off and missing. There was evidence of dark surgical residue on lens surface. Conclusions - based on the complaint history and the evaluation of the returned product, it was determined that the root cause of this event was due to user error. (B)(4).